Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the insulin pump had delivery anomalies. The customer reported that the insulin pump was over delivering insulin. The customer also reported that the insulin pump was not delivering insulin which caused high blood glucose. The customer's blood glucose was 25 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the blood glucose reached 699 mg/dl. The customer stated that they were unconscious and the paramedics came to recover them. The insulin pump will not be returned for analysis.